Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - additional h2: additional information h6: type of investigation - additional

Event description:
Subsequent to the initial MDR, additional information was needed.